Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate high reading of ¿565 mg/dl¿ compared to another meter reading of ¿340 mg/dl¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient obtained the alleged elevated reading on the day of the call to lifescan at 8 am and managed his diabetes with more food/drink. Later that day at 10 am, the patient reportedly felt lightheaded and reportedly went to the emergency room where he was treated with glucose tablet/gel. During troubleshooting, the patient confirmed the test strips were either open longer than the discard date, expired, or stored improperly. The meter to other meter comparison was performed more than 30 minutes of each other. This complaint is being reported because the patient required medical intervention for hypoglycemia after the patient had the alleged inaccurate high reading on the lfs meter. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.